Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). Review of the most recent repair record determined that the unit was not calibrated, the screws were worn, and the motor was corroded and had an inconsistent speed. The screws and motor were replaced and the unit was recalibrated and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during maintenance there was a calibration issue, and worn screws and corroded motor needed to be replaced. Evaluation of this device found that the motor speed was inconsistent. Diligence is complete, and there is no additional information available. No adverse events were reported as a result of this malfunction.